Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the dingus's were inserted into the incorrect position on the rotor spacer. They were adjusted to the correct position and the system was re-homed to resolve the issue. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry would not close all the way. There was no patient present when the issue was discovered.